Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the device just stopped, even though it was plugged in. There was no physical damage noted on the pump. The event occurred during patient use; but harm was not reported as consequence of this event.

Manufacturer narrative:
Self-test passed and the device. Visual inspection performed and found lip damage on the fluid shield and while the device is plugged in, the a/c light doesn't come on. Furthermore, the device is plugged in on a/c mode, and the device will turn on but the a/c led light isn't turning on. Panasonic battery found and is four years old. After the protocol run of 400 ml/hr @ 50 vtbi, the pump went to rate mode and still continue to run on this protocol on battery mode with no issues. The customer complaint wasn't confirmed that the device stopped while plugged in. The probable cause wasn't found, no issues while the device is plugged in the a/c mode or battery mode. Reviewed the alarm log and found depleted battery on (B)(6) 2024 @ 1:25 pm. Replaced the battery, power supply pwa board, keypad, fluid shield and labels. Engineering updates: engineering summarizes: customer complained that the pump shut itself off while plugged in on (B)(6) 2024. Engineering evaluates that the pump operated correctly per design. The customer¿s allegation that the pump shut down is confirmed. However, the customer¿s allegation that the pump shut down while plugged into ac main is not confirmed (data indicates the pump was not plugged in at the time of shut down). The probable cause of battery running to empty was user error: specifically, running the pump on battery long enough to be drained without acting on alarms for low battery and depleted battery.